Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed at the distributor. The reported problem (pulse below lower limit) was confirmed in the download data. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to thermally damaged r767, u727, and u728 components on the distribution node pca. The pulse below the lower limit was unable to be duplicated due to the belt communication failure. The root cause for the thermally damaged components could not be positively identified. No adverse event resulted from the defective belt.

Event description:
A us distributor reported that an electrode belt delivered a pulse below the lower limit during incoming functional testing.